Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the liner could not assemble mating with the cup. No additional information is available at the time of this report.

Manufacturer narrative:
Supplemental report has been provided as the complaint description in b5 under MFR #0001822565-2022-03337 has been updated with additional information provided.

Event description:
It was reported that the liner could not assemble with the cup. There was a five minute delay in this surgery, and the surgeon used another ceramic liner to finish the procedure.

Event description:
It was reported that the liner could not assemble with the cup. There was a five minute delay in the surgery and the surgeon was able to complete the procedure with another polyethylene liner instead of a ceramic liner.

Manufacturer narrative:
Supplemental report provided as the rep clarified the surgeon used a different device to complete the procedure as originally reported under MFR # 0001822565 - 2022 - 03337 - 1 in section b5.

Event description:
There is no update to the previous complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified nicks and scratches from attempted use. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.